Event description:
Since surgery rptr has progressively worsened: neurogenic bladder, gastric emptying disorder, pain (rptr requires a wheelchair for a walking deficit and takes narcotics for pain.), difficulty sitting, standing, walking, bending, squatting, crawling, laying down, sleeping, pushing and pulling, elevated lever enzymes due to pain medication, various unpredictable pain and neurological symptoms throughout spine and extremities including the left hip. Quality of life has deteriorated to the point of being incapacitated, unable to live alone and take care of herself, emotional difficulties, and weakness.